Event description:
It was reported that the fiber tip broke @ 177,370 joules. Gland volume 60 ml. Time expended 35:33 minutes. ¿fiber tip where laser exits then shield broke.¿ the procedure was completed using a second fiber. There was "no harm to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).